Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient started having bladder problems again since 3 weeks before the report. The patient noted they did not have a bladder infection. The patient stated they could feel stimulation, were able to adjust up and down, and were able to change programs but it was not making a difference. The patient reported a related fall where they hit their head in (B)(6) 2017, around (B)(6). The patient noted they had a problem with their knee and have had multiple falls. The patient also reported they had an ¿upper gi procedure¿ 3 weeks before the report. The patient was redirected to their healthcare provider regarding the symptoms and to have the lead position checked. No further complications were reported.